Event description:
Per pt cadd ms3 pump sn (B)(4) is alarming blockage detected and the pump is not attached to her, her back-up pump has been running fine for the last 24 hours. No other info is known, sending replacement. Dose or amount: 0.1ml/hr, frequency: continuous, route: IV. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.